Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling."

Manufacturer narrative:
Investigation summary: bd received 19 samples and 2 photos from the customer in support of this complaint. The photos were evaluated and do show the customer¿s failure mode of overfill as the meniscus of the specimen is above the print fill line on the label. The samples were visually inspected with no issues being identified. Additionally, 10 samples and 10 retentions from the bd inventory were functionally tested and the issue of pverfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, the defect was not observed in the sample and retention testing. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.